Event description:
The distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):there was no damage found to the keypad. The keypad buttons were found to be responding normally to button presses. The keypad was removed and no button contact defects were found.